Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported complete clip detachment (ccd) appears to be related to patient morphology/pathology, and likely due to the dilated condition of the heart chambers; the reported difficulty removing the device was a secondary effect of the ccd, as the clip was difficult to remove from the femoral vein. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report that during deployment, the clip completely detached from the leaflets and remained attached to the gripper line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (61111u130) was advanced to the mitral valve and was successfully implanted, reducing mr to 4. A second cds (61111u128) was advanced to the mitral valve. Grasping was performed mr was reduced to a grade of 2. However, before gripper line removal, the clip completely detached from the leaflets and remained attached to the gripper line. As the gripper line remained inside the clip, the clip was retracted into the femoral vein. Due to difficult removal of the clip, a surgical cut-down was performed to retrieve the clip. The procedure was aborted with an mr of 4. Only one clip remains implanted and the patient is stable. Another mitraclip procedure or mitral valve repair will be performed, however a date has no been scheduled. No additional information was provided.